Event description:
It was reported by the patient that she contacted her surgeon's office when she began to experience pain in her groin post implant a realize gastric band. Her surgeon and the other surgeon in the practice were not available, so the surgeon's office referred the patient to her primary physician. The primary physician ordered an xray and sent the patient back to a surgeon with the results. The patient had a second surgery at the end of 2009 because the tubing had come loose from the port and was draped down into the patient's groin. There were no other reported complications.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.